Event description:
It was reported that the touch was not responding. Therefore the cardiohelp was exchanged during treatment. No harm to patient was reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Event description:
Complaint ID# (B)(4)

Manufacturer narrative:
It was reported that the touch was not responding. Therefore the cardiohelp was exchanged during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-03-18. Cleaning and re-calibration of the screen solved the responding issue. The technician performed safety, calibration, and functionality checks to factory specifications. Based on the logfiles no technical error message occurred. As stated by the fst the touch screen was difficult in response on the lower right quadrant. The most probable root cause was a dirty screen. The device was manufactured on 2020-12-01. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6), elo#: 1094940/v1) was reviewed on 2022-03-17. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) the touch screen has to be checked before use. Based on the results the reported failure "touch not responding" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.